Manufacturer narrative:
The pump was returned to animas for evaluation. On (B)(4) 2011, the pump was evaluated with passing results. No issue with insulin delivery was found.

Event description:
On (B)(6) 2011, the reporter in (B)(6), the patient's mother, contacted animas to report the patient obtained a low blood glucose level. On (B)(6)2011 at 9:20 pm, the patient obtained the blood glucose reading of 14.3 mmol/l. The patient ate 40 carbohydrates, and took a bolus dose of 6.85 units insulin via the pump. At 11:40 pm, the patient's blood glucose level was 2.2 mmol/l. The patient was treated with juice and glucose tablets. Her subsequent blood glucose readings were 3.2 mmol/l, 3.7 mmol/l and 6.7 mmol/l. Troubleshooting revealed the patient's technique was correct, the pump settings and date/time were correct, and all total basal/bolus doses given correctly matched those programmed. There is no evidence the pump was not functioning appropriately. The pump was returned to animas for evaluation. On (B)(6) 2011 the pump was evaluated with passing results. No issue with insulin delivery was found. The patient allegedly suffered blood glucose levels suggesting severe hypoglycemia while using the reported pump, and received treatment with food and glucose. Therefore this complaint is being reported.